Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified x-ray images confirmed the leads had migrated. Surgical intervention was undertaken wherein the two leads were explanted and replaced. Effective stimulation was restored following surgical intervention.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
The patient received two leads with the same lot number. It was reported the patient experienced ineffective stimulation for a few months. X-rays indicated possible lead migration. Surgical intervention is planned to address the issue.